Event description:
It was reported that the device exhibited a check clutch plunger error. It happened during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked battery door. There was a check clutch/plunger lever alarm in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the worn-out lead screw, and right clutch. The parts were replaced. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.